Manufacturer narrative:
Evaluation conclusion: device not returned.

Event description:
An assurant cobalt peripheral stent was being used to treat the distal left common iliac artery. The lesion was 80% stenosed with severe calcification and little tortuosity. Device was removed from packaging, inspected and prepped prior to use with no issues noted. No resistance was encountered when advancing the device and no force was used. It is reported that during inflation the balloon burst at 8 atms (1st inflation). The balloon material detached during removal and the patient was brought to surgery to have the balloon removed. It was also reported that removal difficulties were experienced during device removal from patient. All detached parts of the device were removed. The patient is reported to be ok post procedure ¿ no injury reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (detachment and/or implantation of a component of the system). Patients condition affected effectiveness of device (80% stenosed with severe calcification and little tortuosity). (No results available since no evaluation performed) - device or procedural images not provided for review. (Device not returned). Evaluation conclusion: known inherent risk of procedure (detachment and/or implantation of a component of the system). Device failure related to patient condition (80% stenosed with severe calcification and little tortuosity). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).